Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her daughter¿s onetouch ultralink meter was reading inaccurately high, compared to her feelings/normal results. The complaint was classified based on customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist (mss) reviewed the initial complaint call. The reporter stated that they first became aware of the meter issue on (B)(6) 2017, at 2.27pm, alleging that the patient received an inaccurate high result of ¿173 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter stated that the patient manages her diabetes with insulin (self-adjuster), and there is no evidence to support that she made changes to her usual diabetes management regimen in response to the alleged meter issue. The reporter stated that the patient had been feeling unwell all day, then a few hours after the alleged inaccurate high reading was obtained, the patient developed symptoms of ¿blacking out, confusion and could not remember what she had said¿. She had been at her boyfriend¿s house when the symptoms developed, so her got her in the car to take her home, stopping at a (B)(4) restaurant on the way, to treat the symptoms with a meal and some (B)(6). During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. The reporter was unable to carry out any further trouble shooting due to being at work. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.